Manufacturer narrative:
A ge service rep performed an on site investigation. The memory card on the cpu was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.